Event description:
See MFR# 9614453-2012-00036. During a routine neurostimulator replacement procedure, the physician noted that an extension seemed to be melted in 2 spots. One spot showed that the outer insulation was melted and one coil "came out"; the area was darkened. Impedances were abnormal on the #2 electrode. The physician decided to leave the extension in place, but not use electrode #2. It was unknown which neurostimulator was connected to the affected extension (bilateral systems in place). Additional information was requested to clarify which extension/system was affected.

Event description:
Additional information indicagted it was unknown which ins was connected to the affected extension. The affected extension was serial (B)(4).

Manufacturer narrative:
Extension: model 748266, serial: (B)(4), implanted: (B)(6) 2005, explanted: na. Extension: model 748251, serial: (B)(4), implanted: (B)(6) 2005, explanted: na. Lead: model 3889-28, lot: v896800, implanted: (B)(6) 2012, explanted: na. Lead: model 3387-28, serial: (B)(4), implanted: (B)(6) 2010, explanted: na. Lead: model 3387-28, serial: (B)(4), implanted: (B)(6) 2010, explanted: na.